Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a chronic total occlusion of a distal popliteal artery that was heavily calcified. An unspecified balloon catheter was unable to cross the lesion due to the anatomy. A command 18 guide wire was used; however, it also failed to cross the lesion due to the anatomy. Therefore, the guide wire was removed from the anatomy and it was noted that the core was kinked. When an attempt was made to reshape the tip, the polymer coating peeled off. No excessive force was used. Another unspecified command 18 guide wire was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and dimensional inspection was performed. The reported kinks were confirmed. The reported peeling was unable to be confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the reported information, the command 18 guide wire was used and failed to cross the lesion due to the anatomy which was reported as a totally occluded distal popliteal artery that was heavily calcified which caused the distal core of the wire to kink. Manipulation during attempts to reshape the tip resulted in the tip, polymer breakage and stretched coils causing the appearance of the tip peeling off. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.